Event description:
Explantation of cmc spacer after 10 months due to persistent pain. According to operative note spacer "was noted to be in position, intact and adherent to the trapezium and metacarpal". No metacarpal resection at implantation.

Manufacturer narrative:
Eval based on feed back from distributor.